Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the DHR for batch: 23h23ged41, there was no defect encountered during in process and final control inspection. Sample evaluation: no sample was received for further investigation. However, pictures were provided. Based on the pictures, the batch number on the big bottom cap of the easypump ii sample was (B)(4). The sample also appeared to contain some solution. Investigation results: final control flow rate report of affected batch: 23h23ged41 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between (B)(4). Although no abnormality was observed from the DHR review, from historical data, below root causes can lead to incorrect flow restrictor being assembled: below are the root causes of incorrect flow restrictor: 1) long human dependent visual inspection for 12 hours shift working (fatigue) 2) no clear requirement of where to place the plastic sheets at final assembly. 3) inadequate procedure of quantity discrepancy in product reconciliation form. 4) sop did not mention to verify the flow rate sticker during "assembly triangle tube 90cm to pump". 5) no proper bin management during breaktime and line clearance. 6) the inspection station is located in an open area at pre- packaging process. 7) operator might overlook due to the color of the flow rate sticker and workstation is not contrast. 8) inappropriate layout design at pre final assembly. 9) inadequate procedure on flow rate sticker reject tracking at pre- final assembly. An approved project has been issued to address wrong flow restrictor assembled issue. As no complaint sample was received, further investigation was not possible on fast infusion issue. Nevertheless, in actual application, the combination factors of temperature, folded outer shell and external force could lead to fast flow rate. However, it is unlikely to cause this complaint as the infusion has been completed in 1 hour instead of 24 hours. Correction/containment plan: to conduct awareness training to share the customer complaint and the observations during customer complaint investigation, including proper recording at the sccm recording form. Corrective action: heir to be conducted to further investigate the escapee of incorrect sccm recordings. The microbore cutting record and sop hc-my01- m-5-4-16-012-0 will be revised to address the issue and to ensure physical flow restrictor is tally with sccm recording quantity based on the outcome from the heir. Conclusion: as no complaint sample was received, further investigation was not possible. Therefore, this complaint is considered as not confirmed. However, potential root causes have been identified and actions are in place/ plan to address the issue.

Event description:
According to the event description: a patient reported on (B)(6) 2024 receiving orbanil and the duration of the infuser ended in an hour instead of 24 hours. The reporter notes that since the switch to the aforementioned type of infuser there are problems that were not there before.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.